Event description:
The international distributor provided the following report: patient treatment started 1045. The ventilator was set up with a fisher & paykel hc150 humidifier w/ ambient tracking, mr290 humidification chamber, disposable tubing (cut from roll) and philips comfort gel full mask. The hospital reported the mask had been washed/decontaminated several times. The incident happened/ was discovered at 1230. The patient's oxygen saturation (sao2) dropped from an unknown level to 60%, and respiratory rate decreased. There were no ventilator alarms reported. They changed to a new ventilator circuit setup. After the new setup was installed, the sao2 increased to 90% but decreased to 74% at 1400. Niv was ended at 1410. At 1600 the sao2 was 90%. The patient died at 1759. The hospital reported the mask on the first circuit setup appeared to have the valve stuck in a closed position. The apnea alarm was reported to be found turned off explaining why they did not get any alarms. The patient died hours after the treatment with the device had ended.

Manufacturer narrative:
Review of the medical records and images by agas medical consultant resulted in the following findings: two cds, one with fluoroscopy and the other with post-procedure tte and transesophageal echocardiogram (tee) were provided. The intraprocedure tee was not provided. This (B)(6) patient underwent device placement for asd. The defect was multi-fenestrated and a 24mm aso was chosen to accommodate all of the defects. Technically, the procedure was successful. On follow-up transthoracic echocardiogram (tte), the aso was seen to impinge upon the mitral valve leaflet without regurgitation and there was a relatively large residual asd. The patient was referred to surgery, the aso was removed and the defect was repaired with a patch. Review of the tte and tee showed a large aso with significant impingement of the mitral valve. There was a relatively large asd in the superior region of the atrial septum that measured at least 10mm. There was severe rv enlargement. There was no effusion. Function was normal. Review of the fluoroscopic pictures showed balloon sizing with a sizing balloon and the waist on the balloon was minimal. Subsequently, an aso was shown in the asd. The asd appeared to be of large size. Later, the aso was seen in the atrial septum. The aso was severely deformed and the waist of the aso was 10mm or less. The aso was through a small asd. Conclusion: according to agas medical consultant the following conclusions were drawn: this was a multi-fenestrated asd the aso was placed in the defect that was small. The waist was 10mm or less. Hence, this was a very large aso for the defect it was placed in. There was a significant residual asd the aso sat on the anterior mitral valve leaflet and the patient would have sustained injury to the mitral valve if it remained implanted. Fluoroscopic images of the aso in the cardiac cath lab showed a significantly deformed aso. The aso should have been removed at that time. The decision to send the patient to the or was good as the aso had to be removed. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.

Manufacturer narrative:
The aso was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Event description:
To summarize this event, a 24mm amplatzer septal occluder was implanted on (B) (6) 2010. A follow-up echocardiogram performed the following day showed a residual shunt. The aso was the incorrect size and the patient had a multi-fenestrated atrial defect. She was taken to the operating room in which the aso was surgically removed and the asds were surgically closed.